Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Please see h10 for additional information.

Manufacturer narrative:
Additional information was provided noting that the patient's anatomy was normal. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the hub was returned separated from the sheath tubing. The sheath tubing was also separated into two segments near the proximal end with exposed coil connecting the segments. The first section of tubing measured 0.4cm in length from the proximal end of the tubing. The exposed coil measured approximately 2.2cm in length, and the remaining section of tubing measured 75cm from the separation site to the distal tip. Elongation was noted on the distal section of tubing running from 15.3cm from the proximal end of the distal section of tubing to 33.5cm from the proximal end of the distal section of tubing. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Pr243560 was opened from the same reported information from the same customer as pr243559 as it was stated that similar events happened in two separate procedures. A search of the customer's order history of devices showed that two devices had been sent to the customer in 2018. The two lots associated with these devices were 8647832 and 9048533. Without clarification from the customer, it is unable to be determined which device lot is associated with pr243559 and which is associated with pr243560. A review of both device history records showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for these lot numbers. Furthermore, an IFU is provided with the device, which states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ it goes on to say ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." In addition, the IFU clearly states "remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit." Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could be traced to user error and a failure to follow instructions provided. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(6). According to the initial reporter, only one device will be returned to the manufacturer for evaluation, but it is unsure which complaint file it will belong to (related report reference number 1820334-2018-03228). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an iliac endovascular stent placement the valve of the flexor high-flex ansel guiding sheath separated. The sheath was placed in the groin, for the placement of an atrium stent. It is unknown whether an ipsilateral or contralateral approach was used. It is also unknown whether there was tortuous or calcified anatomy. No resistance was noted during insertion. However, even with the dilator reinserted, there was noticeable resistance upon removal, which lead to the valve separation. Reportedly, the physician had to use forceps to successfully remove the remainder of the device. According to the initial reporter, this same situation had occurred on two separate procedures (second event captured on report reference number 1820334-2018-03228). However, only one device will be returned to the manufacturer for evaluation, and it is unknown which complaint file it will belong to. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects related to this occurrence. It was reported that the patient's outcome was "normal".